Event description:
Based on additional information received on 29-may-2015, the case was upgraded from non-serious to serious as the important medical event of immobilization from the pain associated with the effusion was added along the events of pseudoseptic reaction to synvisc one and patient was aspirated/arthrocentesis left knee that required intervention. Based on additional information received on 28-apr-2015, this case initially assessed as unsolicited was now considered as a solicited case. This solicited device case from united states was received on 22-apr-2015 from a physician and physician's assistant via patient support program (market research program) . This case was cross-referenced with case ids: (B)(6) (cluster) ; (B)(6) (duplicate) . Study title: patient support program involving synvisc one. This case concerns a (B)(6) male patient who received treatment with synvisc one injection. Later, the patient had immobilization from the pain associated with the effusion and experienced pseudoseptic reaction, was aspirated/arthrocentesis left knee and developed piriformis syndrome. No relevant medical history was reported. It was reported that the patient had been receiving synvisc one since his first administration on (B)(6) 2011 to both knees. The patient also had synvisc one on (B)(6) 2014 (last administration prior to the current administration; batch/lot number: v1z01a, expiry date: jul-2015 and x1109, expiry date: oct-2014). The patient had no known drug allergy (nkda). It was reported that the patient had on ongoing bone on bone osteoarthritis. Relevant concomitant medications included diclofenac potassium (voltaren) gel. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once, at a dose of 06 ml (48 mg) (batch/lot number: q1411 and expiration date: 31-mar-2017) into both the knees for the osteoarthritis of the knee. It was reported that the injections were well tolerated. On (B)(6) 2015 (the next day), the patient complained of swollen red knee. On the same day, the patient underwent aspiration {amount unspecified) and was injected with cortisone. The patient was given methylprednisolone (medrol) dose pack. On the same day, the patient had pseudoseptic reaction to the medication from which the patient recovered on an unknown date in (B)(6) 2015. On (B)(6) 2015, the patient presented with pain in the area of the calf with the concern of deep vein thrombosis (dvt), hypercoagulable state and immobilization from the pain associated with the effusion. On (B)(6) 2015, the doppler scan was performed which showed no signs of occlusion of any of the lower extremity veins. On (B)(6) 2015, the patient had normal gait and had a new compliant of hip pain. On examination, the patient had no pain with rotation of the hip. The patient had pain localized to the site of the pirifonxlis and with provocative stretching. It was reported that the patient had no neurological level or deficit and negative straight negative cross straight leg raise. Outcome: unknown for the event of immobilization from the pain associated with the effusion, patient was aspirated/arthrocentesis left knee and right-sided piriformis syndrome recovered for the event of pseudoseptic reaction to synvisc one.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The production and quality control documentation for lot # q1411, with expiration date (03/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot # q1411 no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Seriousness criteria: immobilization from the pain associated with the effusion as important medical event; required intervention for the events of pseudoseptic reaction to synvisc one and patient was aspirated/arthrocentesis left knee reporter causality assessment: pseudoseptic reaction was related to the synvisc one product and not reported for other events company causality assessment: associated for all the events additional information was received on 28-apr-2015. This case initially assessed as unsolicited was now considered as a solicited case. The patient's demographics and past drugs were added. The suspect product information (start date, frequency and expiration date) was added. The additional event of 11 patient was aspirated" with details was added. Laboratory test added. Clinical course was updated and the text amended accordingly. Additional information was received on 07-may-2015. The ptc results were added and text was amended accordingly. Additional information was received on 29-may-2015 from a medical assistant. The patient's date of birth was added and his age was updated form 77 to 78 years. The patient's concomitant medication and concurrent conditions were added. The lot numbers of the previous synvisc one therapy were added. The indication for the use of synvisc one was added. The events of immobilization from the pain associated with the effusion and piriformis syndrome along with their details were added. The seriousness criteria were added. The patient's clinical course was updated. The reporter causality assessment was added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 03-jun-2015: this case concerns a (B)(6) male patient who received treatment with synvisc one for osteoarthritis. Later, the patient developed joint immobilization .since event onset date was unknown, the causal role of suspect product in the occurrence of event cannot be denied. However, lack of information regarding the underlying medical history and concomitant medications used by patient precludes the complete case assessment.